Event description:
This report is being filed after the review of the following journal article: obey, m. Et al (2024), low reoperation rate after fixation of displaced femoral neck fractures with the femoral neck system (fns), european journal of orthopaedic surgery & traumatology xx (xx), pages 1-8 (USA). The aim of the study was to assess radiographic and clinical outcomes in patients with displaced high-energy femoral neck fracture (fnf) patterns treated with the femoral neck system. Between january 1, 2019 and january 1, 2023, a total of 43 patients (28 male and 15 female) with a mean age of 35 years were included in the study. These patients were treated with surgical fixation using the femoral neck system (fns; depuy synthes), with a mean follow up of 482.5 days. The following complications were reported as follows: - a 36-year-old female patient had deep infection (underwent 2 I&ds); - a 42-year-old female patient had deep infection (underwent I&d, girdlestone); - a 49-year-old male patient had femoral neck shortening and implant cutout (underwent total hip arthroplasty); - a 39-year-old female patient had a nonunion and implant cutout (underwent total hip arthroplasty); - a 32-year-old male patient had implant cutout (underwent total hip arthroplasty); - a 27-year-old male patient had a nonunion (underwent valgus osteotomy); - a 26-year-old male patient had a implant cutout (had hardware removal); - a 49-year-old female patient had femoral neck shortening (underwent total hip arthroplasty). This report is for an unknown synthes femoral neck system (fns). A copy of the literature article is being submitted with this medwatch. This is report 6 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: fns/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.